Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50e, serial #: (B)(4), description: trial linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having a procedural soreness after a trial procedure. The physician believed that it was a normal procedural soreness. The leads were pulled at an earlier date.

Event description:
A report was received that the patient was having a procedural soreness after a trial procedure. The physician believed that it was a normal procedural soreness. The leads were pulled at an earlier date.